Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-op check, this right ventricular (rv) lead was found to have dislodged. This lead was successfully repositioned. No adverse patient effects were reported.